Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. During troubleshooting with tandem technical support the customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.